Manufacturer narrative:
G4 ¿ PMA/510(k) #: exempt. H3: device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, three ngage nitinol stone extractor were unable to open/close to complete a urinary stone removal procedure with a transurethral approach. The stones were located in the renal ureter. All baskets were tested prior to use in an uncoiled position. The first device was unable to open/close during testing prior to the procedure. The second device functioned as intended when tested, however, after being used twice it was no longer able to function. The third device was unable to function during the procedure use due to basket wire damage. The patient¿s anatomy did not keep the basket from opening or closing. The procedure was completed by using a fourth ngage nitinol stone extractor (lot unknown). No adverse effect on the patient has been reported. This was initially reported under MDR # 1820334-2023-00720. The investigation determined three different failure modes for the three devices. Reference MDR # 1820334-2023-00720 for the device with loss of function- the basket assembly failed to deploy. Reference this report to capture the issue of broken basket wire. Reference patient identifier (B)(6) to capture the issue of basket wires lost shape.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Summary of event: as reported, three ngage nitinol stone extractor were unable to open/close to complete a urinary stone removal procedure with a transurethral approach. The stones were located in the renal ureter. All baskets were tested prior to use in an uncoiled position. The first device was unable to open/close during testing prior to the procedure. The second device functioned as intended when tested, however, after being used twice it was no longer able to function. The third device was unable to function during the procedure use due to basket wire damage. The patient¿s anatomy did not keep the basket from opening or closing. The procedure was completed by using a fourth ngage nitinol stone extractor (lot unknown). No adverse effect on the patient has been reported. This was initially reported under MDR # 1820334-2023-00720. The investigation determined three different failure modes for the three devices. Reference MDR # 1820334-2023-00720 for the device with loss of function- the basket assembly failed to deploy. Reference this report to capture the issue of broken basket wire. Reference MDR # 1820334-2023-01173 to capture the issue of basket wires lost shape. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, quality control procedures, a visual examination, and functional test were conducted during the investigation. A functional test of the returned device found that the basket would open/close. One of the three basket wires was broken. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows four other complaints associated with the complaint device lot. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. The product IFU does not provide any information related to the reported issue. The cause for the broken wire could not be determined. It is possible that procedural factors such as the size, shape, and/or location of the stone caused or contributed to the broken wire, but no procedural factors are known. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.